Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hiatal hernia repair when suturing the hernia, the needle of the device toggled back and forth between handing to surgeon and once inserted into the trocar the needle would fall out of the device and fell into the patient's cavity but was retrieved with a grasper. Another device was opened to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that there were no abnormalities that would have caused or contributed to the reported condition. The returned instrument was found to function properly and the test needle remained intact throughout functional testing. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.